Manufacturer narrative:
(B)(4). Upon follow up, it was reported dianeal therapies were discontinued (six days prior to receipt of this report) and the pd catheter was to be removed with the patient transferring to hemodialysis. Six days prior to receipt of this report, the patient was discharged from the hospital. At the time of this report, the patient was not recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient not wearing a mask. Peritonitis was manifested by abdominal pain, cloudy effluent, and fever. On the same day as the diagnosis of peritonitis, the patient was hospitalized for the peritonitis event. The patient received unspecified treatment for the event. Dianeal therapies were ongoing. The patient recovered from the event. The patient was retrained on proper aseptic technique. No additional information is available.